Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed and only the proximal segment was returned. Moreover, the allegation lead body damage was confirmed in which abrasion was noted on the silicone terminal insulation sleeve and the underlying polyurethane insulation was intact. In addition, the allegation dislodgement was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that this right atrial (ra) lead was dislodged. In addition, the lead broke that incurred lead body damage. The lead was surgically abandoned. No additional adverse patient effects were reported.